Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s pacemaker failed to be interrogate. No change or intervention was reported. The patient condition was unknown.